Event description:
It was reported to technical services that this patient came into the ER on (B)(6) 2012 for shocks. He received a shock with successful conversation of vtach. Lead impedance was 36 ohms. He has a 7000 lead from st j. When did lead impedance test for shock, it was less than 20 ohms. Did it again said 51, then 47 ohms, then 28 ohms. The sli was variable with impedance test from device. Let dr andy kaplan know that night at the ER, before rep had arrived, patient went into vtach in 155 and device zones were 185 and greater, so ER shocked him out of that rhythm. When rep reported that to dr kaplan, he had rep reprogram zones to 150 with atp and shock. Rep is not sure what the plan is going forward. Patient was admitted friday. If rep is informed of any updates, he will call in. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).